Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the eyes scratch the patient and caused bleeding and pain. The patient's condition is currently unknown.

Event description:
It was reported that the eyes scratch the patient and caused bleeding and pain. The patient's condition is currently unknown.

Manufacturer narrative:
(B)(4). The device history record of batch number 74g1502513 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. An attempt to inspect current stock of material was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. If the product sample becomes available this complaint will be reopened. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results.